Event description:
It was reported that this lead was an attempted implant due to an unknown product performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this lead was an attempted implant due to an unknown product performance issue. The lead was removed/replaced prior to pocket closure.